Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were seeing a therapy increase not available message on their handset. Patient said that they had stim set to 8 and went down to 7 but when they wanted to put it back up they were not able to. During call, patient connected to their implant and confirmed they were on group e with therapy on. Patient said the base and prime are both set to 0.7 ma. Patient tried to increase stim and reported seeing the therapy increase not available message. Agent reviewed meaning of message and basic programming considerations. Patient noted when they first met with their representative (rep) they believe he set them on group e at 8. During call, patient said their ins is charged to 50% and the recharger is 100% charged. Patient said they charged the implant fully yesterday and now it was 50% charged but the rep told them they would only need to recharge once per week. Agent redirected patient to hcp regarding programming selections and recharging frequency, reviewed recharging frequency depends on usage and settings. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.